Event description:
A baxter service tech reported pump had an 807:05 failure code that was found in the device's event history during service. Although attempts were made by baxter's tech support to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.